Manufacturer narrative:
The system was examined. The system was tested and found to meet product specifications. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient with a descemet detachment during laser assisted cataract surgery. Additional information has been requested.